Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the r1 syringe was leaking and the wash zone valves were worn. The fsr replaced the syringe assy and valve, manifold kit (rohs) which resolved the issue. No additional discrepant result issues were reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the syringe assy and the valve, manifold kit (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6), syringe assy, or the valve, manifold kit (rohs) was identified.

Event description:
The customer observed repeat reactive architect hiv ag/ab assay results for multiple samples across two instruments. The following data was provided: (B)(6) 2024 sid (B)(6) initial result ((B)(6)) = 4.48, repeat result ((B)(6)) = 3.75, geenius result = negative and negative. (B)(6) 2024 sid (B)(6) initial result ((B)(6)) = 1.67, repeat result ((B)(6)) = 1.36, geenius result = negative, liaison result = negative. (B)(6) 2024 sid (B)(6) initial result ((B)(6)) = 1.80, repeat result ((B)(6)) = 2.11, geenius result = indeterminate, liaison result = negative. (B)(6) 2024 sid (B)(6) initial result ((B)(6)) = 1.58, repeat result ((B)(6)) = 1.37, geenius result = indeterminate, liaison result = negative. (B)(6) 2024 sid (B)(6) initial result ((B)(6)) = 34.07, repeat result ((B)(6)) = 31.96, geenius result = indeterminate, liaison result = negative, hiv referral confirmation = negative. (B)(6) 2024 sid (B)(6) initial result ((B)(6)) = 1.63, repeat result ((B)(6)) = 1.23, geenius result = negative, liaison result = negative. (B)(6) 2024 sid (B)(6) initial result ((B)(6)) = 1.01, repeat result ((B)(6)) = 1.14, geenius result = indeterminate, liaison result = negative, hiv referral confirmation = negative no impact to patient management was reported.

Event description:
The customer observed repeat reactive architect hiv ag/ab assay results for multiple samples across two instruments. The following data was provided: (B)(6) 2024 sid (B)(6) initial result (isr05389) = 4.48, repeat result (isr05389) = 3.75, geenius result = negative and negative. (B)(6) 2024 sid(B)(6) initial result (isr01503) = 1.67, repeat result (isr01503) = 1.36, geenius result = negative, liaison result = negative. (B)(6) 2024 sid (B)(6) initial result (isr05389) = 1.80, repeat result (isr01503) = 2.11, geenius result = indeterminate, liaison result = negative. (B)(6) 2024 sid(B)(6) initial result (isr01503) = 1.58, repeat result (isr01503) = 1.37, geenius result = indeterminate, liaison result = negative. (B)(6) 2024 sid (B)(6) initial result (isr01503) = 34.07, repeat result (isr01503) = 31.96, geenius result = indeterminate, liaison result = negative, hiv referral confirmation = negative (B)(6) 2024 sid (B)(6) initial result (isr05389) = 1.63, repeat result (isr01503) = 1.23, geenius result = negative, liaison result = negative (B)(6) 2024 sid (B)(6) initial result (isr05389) = 1.01, repeat result (isr01503) = 1.14, geenius result = indeterminate, liaison result = negative, hiv referral confirmation = negative no impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier:(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.